Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer attempted troubleshooting by themselves and, unable to resolve the issue, used a new cartridge, which fitted successfully. Customer requested a replacement cartridge, and technical support advised them to call if the issue recurs, with replacements provided as needed.